Event description:
It was reported that the reservoir leaked. The blood glucose reading is 123 mg/dl. The leaks have occurred several months ago. The location of the leak is past the o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.